Event description:
It was reported that in the medical ward, the swg became stuck in the ars during insertion. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurence. Additional information received on (B)(4) 2012 states the swg became stuck in the hemostasis valve of the syringe.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable.